Event description:
It was reported that during a ptca procedure a penta was deployed. There was more lesion distal to the deployed stent, and this stent was advanced; however, it became stuck in the previously placed stent while advancing through a bend. The sds was pulled out and it was noted that the stent was no longer on the sds, but was located on the guide wire. Another co's balloon was advanced to the stent to capture it and pull it back into the guiding catheter and the system was pulled out as a unit. The lesion was left as a ptca. There was no pt injury reported.